Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there were emi issues. The manufacturer representative (rep) mentioned that they are experiencing various emi issues when trying to connect to the implanted neurostimulator (ins). The bluetooth connection between the handset and the communicator works fine, however, when the handset needs to connect to the ins, it does not find it. This issue was observed with several patients in several hospital rooms. You mentioned that sometimes, the nurses must move to a different room, where all of a sudden everything works fine at the first try. It was discussed that it might be possible that some hospital rooms in the hospital might be more suspectable to emi interference than others due to the location in the hospital (e.g. Close to radiology or surgery rooms). They will discuss this case with the engineering team at their bi-weekly meeting. Once we have their feedback, we will let you know. The issue has not been resolved. Additional information was received. It was reaffirmed that they are having repeated emi issues in specific rooms in the hospital (but not all the time). We have already discussed the obvious troubleshooting steps (like avoiding emi sources, move to a different room, etc). However, she mentions that constantly moving rooms is too much of a burden for the nurses/patients. It was stated that the next engineering meeting will be (B)(6).

Manufacturer narrative:
B3: date is unknown. G2. Foreign: belgium medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date of event updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reaffirmed that they are having repeated emi issues in specific rooms in the hospital (but not all the time). We have already discussed the obvious troubleshooting steps (like avoiding emi sources, move to a different room, etc). However, she mentions that constantly moving rooms is too much of a burden for the nurses/patients. On 2026-mar-18 additional information was received. It was reported that this started to occur around (B)(6) 2024. It did not matter which device was being used; interstim ii (telemetry issues both with n vision than with error message ¿interference¿ and smart programmer) and interstim x. This was occurring with all. Of note, the hospital is in construction since several years and will be for the foreseeing future. Every week things change, buildings open and others close. Sometimes with patient of 8.30 am, everything works fine, but then around 9am for instance, with the next patient, no longer possible to make connection with a communicator and an ipg, and this for the rest of the day, so it seems like something is activated sometimes in the building, which makes that telemetry no longer works. They have already tried to switch of some machines (urodynamics machine, big centrifuges in the basement to try and solve the issue but no luck. After further investigation from monday, march 23, 2026, the cause appeared to be inconclusive. Some contributing factors may be associated with the hospital building and/or specific rooms within it. Frustration has been expressed as it is an idea to move as much as possible from room to room where the issues do not occur, but sometimes this means that patients with a walker have to be taken to a department some distance away, while programming sometimes works perfectly fine in their own standard consultation room without any issue. They stated that the device not working is the problem.